Manufacturer narrative:
MDR 3003442380-2024-03692 - device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in united states it was reported that the patient experienced adhesive issues with 3 infusion sets. The infusion set fell off during use on multiple dates (4/12/24, 4/15/24, 4/17/24). Dressing or tape was applied over the infusion set. The area of insertion was cleaned and air-dried. No adhesive aids were used at the area of insertion. The area of insertion was free of hair and not irritated prior to insertion. The infusion set was in use for 2 days. The patient's blood glucose (bg) at the time the issue was noticed was in the 200 mg/dl. The patient resolved the issue by replacing the infusion set and successfully resumed insulin deliveries. No further information available.